Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Nurse informed that during the operation, they had realized that metal wire of tibial bearing insert cr had come out of the plastic part. There was approx 5 minutes delay during the operation because nurse took new item.